Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported, that the patient was experiencing vomiting. The patient¿s cgm was reading low mg/dl. No bg meter reading was provided at this time. The patient called an ambulance. Once ems arrived, the patient was transported to the hospital. The patient cannot recall the exact reading, but his bg meter reading was high at the hospital. The patient was treated with an unspecified medication (most likely insulin) to treat his hyperglycemia. The patient was discharged home after 3 days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.